Event description:
During a lap chole procedure, the 1st and 2nd devices were jamming and scissoring. Unk which firing cycle this took place on. They were firing over tissue. No cholangiogram was performed. Case completed with 3rd device. No pt consequence.